Event description:
During an angiogram/angioplasty with stent placement, the ev lab fluoroscopy table failed and had to be reset. Physician attempted to take an x-ray and got repeated blank screens. The radiology staff re-set the table and the case was completed. Event report has yet to provide device identification data. Will forward when/if provided.